Event description:
The customer reported that the system locked up and would not save images during installation of a femoral rod. The system was rebooted and images could still not be saved from mainframe control panels or workstation control. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep seated the connectors and pcbs. The rep reviewed the debug log and could not find a problem. The system operates as intended.